Event description:
As per problem statement: a metal wire went through the sheath of the wire guide. Protrusion of a little metal wire at approx 6 cm from the wire guides end. The vascular wall of the heart was damaged by the sharp metal wire. Additional info has been requested but not provided by the reporter.

Manufacturer narrative:
(B)(4). Event is still under investigation.